Event description:
It was reported that during mca (middle cerebral artery) stenosis case, after the subject balloon reached the location, the operator pre-dilate the stenosis. After the pressure reached the rated pressure, dsa (digital subtraction angiography) showed contrast agent leaked. So the operator withdrew the subject balloon to check and confirmed the balloon leaked. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
Section b1: adverse event/product problem - corrected - no product problem. Section h1: type of reportable event - corrected - no malfunction. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During a visual inspection, the distal part of the balloon catheter was found to be kinked/bent, the tip of the balloon catheter was found to be damaged. During a functional inspection, the balloon could be inflated/deflated without difficulties. There was no leakage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported balloon leaked during use was not confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'moderately torturous'. The device returned and was analyzed. The balloon catheter was found to be kinked/bent. The balloon could be inflated and deflated without difficulties during the functional test. There was no leakage noted. It is probable that the moderately tortuous anatomy may have caused damages to the device. An assignable cause of not confirmed will be assigned to the as reported 'balloon leaked during use' as the issue was not confirmed during the analysis. An assignable cause of procedural factors will be assigned to as analyzed codes 'balloon catheter tip damaged', 'balloon catheter kinked/bent' as this issue appears to be associated with a product that met boston scientific design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during mca (middle cerebral artery) stenosis case, after the subject balloon reached the location, the operator pre-dilate the stenosis. After the pressure reached the rated pressure, dsa (digital subtraction angiography) showed contrast agent leaked. So the operator withdrew the subject balloon to check and confirmed the balloon leaked. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.